Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that tissue was present on the device. During a procedure with an intellamap orion catheter, tissue was noticed on outside of the undeployed basket of the catheter when it was removed from the patient's right superior pulmonary vein (rsvp) of the left atrium (la). An ultrasound was performed and no complications were noted. No unusual resistance or forces were felt and no defects were noted with the catheter. The physician believed the tissue was either a venous valve or endocardium. The procedure was completed with the orion catheter. No patient complications were reported and the patient's condition was fine.